Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the carefusion coordination engine (cce) and confirmed all services were running with messages processing normally and no queue backlog, ran traces for the three referenced orders but found that no orders were received from the customer side, advised the customer to provide the acknowledgement messages so the control identity could be verified for further investigation. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server medication orders were reported missing on the pyxis device for a specific patient, and the issue was escalated by the rn due to orders not appearing on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.